Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed evidence of internal degradation, which impacts proper charging. The batteries measured 11.9 and 12.0 volts direct current (vdc) upon receipt. Conductance measurements were not available for the first battery since the voltage was too low, and 236 siemens (s) for the second battery which is outside of the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's biomedical technician, the batteries are maintained by leaving the machine on and charging for 24 hours, once a week. The field service representative (fsr) verified the reported complaint. He observed the red light emitting diode (led) was lit and the total nominal available capacity (tnac) was 1.5 amp hours (ah). He noted the batteries were not taking a charge. The batteries were replaced. The unit operated to the manufacturer's specifications. The suspect device will be returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the batteries were not lasting as long as they should. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.